Event description:
Guidant leads. Since 2002 when my device was implanted, horrible shocks and 2 add'l operations to replace leads- last one a month ago: I have now 3 leads stuck in my heart. I feel them and it is painful. I needed only 1. It's too dangerous to remove the others. So, they capped them and gave me a new one. The way it's going, I suggested to the doctors to put in my chest a zipper or velcro. They had to be changed twice because of mis-firing and problem with the leads. As you know each operation includes: stopping my heart, putting a new lead, a new defibrillator, cross fingers & hope the heart starts. I went through these operations twice- beside the original implant- to replace the leads. Last operation was a month ago. The doctors said it was not the heart, the leads went crazy! I am suffering from fears and anxieties, as well: I am afraid to crush into another car as result of a misfire. I can't drive. I am covered with cold sweat and become dizzy each time I try to drive. The doctors suggested to go to therapy. I am also afraid to sleep in my bed, where I suffered a major zap and was thrown off the bed, prior to the operation. In less than 36 hours, I was zapped again on my way to the ER. I am so upset. Why was my sick heart zapped two times for no reason? Pain and suffering to my family: during the 2 additional operations, I had to leave at home 4 worried kids.- I am a single mother- my son scott developed anxieties, as well. I needed to take him to a hospital 5 different times. He feels his heart racing, unable to breathe. He witnessed my incidents and is worried of it happening to him. I had to endure: pain, movement restrictions, again & again expenses and recovery time. I can't event stay at home to recover properly. I had to go back to work, we need the money. I use busses to go to work. With the connection, it take me 2 hours each way. I need help please ! Thank you, barbra b, nadler. Diagnosis or reason for use: heart malfunction; lead malfunction; lead malfunction. The 3 leads are inside me.